Event description:
This pt disassociated in 2000. Pt currently does not have a locking ring in place, but underwent a closed reduction. The pt has elected not to undergo a revision surgery at this time. The pt is 5'11".